Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and verified the reported malfunction. The fse then replaced the breath delivery unit (bdu) printed circuit board (pcb). The device then passed all testing.

Event description:
It was reported that a ventilator went inoperative. There was no report of patient involvement.